Event description:
It was reported that a pump displayed door not fully latched messages. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The unit was rec'd inoperable per reported symptom of "door not fully latched message" caused by a loos link screw (upper). The condition was eliminating during evaluation by adjusting the screws with the door performing as expected. The screws were replaced during the repair process.